Event description:
It was reported that there was an allegation of fault code related to battery depletion when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the provided data and provided a replacement window. No adverse patient effects were reported. The device remains implanted.